Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's cervical incision was painful. The patient was admitted to the hospital and intravenous antibiotics were administered.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to (B)(6) infection. The physician believed that patient's severe pain was psychosomatic as computerized tomography (CT) scan and all other tests revealed negative results. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's cervical incision was painful. The patient was admitted to the hospital and intravenous antibiotics were administered.

Manufacturer narrative:
Additional information was received that the infection was located at the pocket and lead site. It was noted that infection was procedure related. Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient's cervical incision was painful. The patient was admitted to the hospital and intravenous antibiotics were administered.